Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4 and h6. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause as the device was not returned for investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, a burning smell coming off laser following the end of a therapeutic kidney stone procedure. The customer shut down and removed the device from use. The intended procedure was completed using the same set of equipment. There was no report of delay in the procedure and no additional treatment was required. There were no reports of patient harm or impact associated with this event.